Manufacturer narrative:
The returned protaper shaping file s1 25mm has been analyzed and is not broken not damaged. No fault was found. For information, nothing unusual to report was found during DHR review (batch #1556469). Multiple unsuccessful attempts were made to obtain the patient outcome.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a protaper file broke during use. The separated piece could not be retrieved as this MDR evaluation.